Event description:
A pt reported experiencing inaccurate low results with an ot basic warranty meter. The pt's blood glucose was 64(meter) and 10.0(lab) mmol within 10 minutes with a difference of 36%. Pt did not experience any adverse events. No further info has been reported.